Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a missing sensor wire during sensor startup period for two sensors in a row.